Event description:
The MFR rec'd info alleging a ventilator was not delivering adequate pressure or volume. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's active exhalation control module, o2 inlet tubing and flow straightener were found to be contaminated. The flow straightener was cleaned and the device's active exhalation control module and o2 inlet tubing were replaced to address the issues. Flow straightener and tubing.